Manufacturer narrative:
Device returned to manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. During analysis the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal to the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 2.00mm wolverine coronary cutting balloon ruptured on the fifth inflation at twelve atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10 mm x 2.00 mm wolverine coronary cutting balloon ruptured on the fifth inflation at twelve atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.